Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device switches on automatically.

Manufacturer narrative:
Exemption number e2015058. The history log for the device shows the pad-pak was first successfully installed on the 10th september 2009 and performed to specification, alongside random manual power ons, up to the 3rd july 2016. An increase in voltage suggests a further pad-pak was installed. On the last log entry on the 6th july 2016 the device recorded nonsensical data on 4 occasions. Upon visual inspection a battery pogo pin was found to be stuck in the device. Investigation found the fault can be attributed to damaged battery pogo pin, this would suggest that the pogo pin damage on the device was caused as a result of incorrect insertion of the pad-pak.the technical log indicates this damage occurred during or after the last log entry as it would have prevented the device powering up. Investigation was unable to replicate or find any evidence of the reported fault. The pad-pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.